Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim programmer was returned for evaluation. Device history record (DHR) - the product code 823190r with lot cvbbp4 sn (B)(6), conformed to the specifications when released to stock failure analysis - inspection does not confirm the reported issue, as no failure was identified. Device has been reset, checked and returned to customer. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause for this issue reported by the customer could be due to a technical problem of the system.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim programmer overheated and wouldn't allow setting to be selected. No patient impact.